Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the proximal constraint sphere was inside the distal detachment tip (ddt) with a fractured piece of stretch resistance wire (sr wire). The embolization coil to the ruby coil was stuck inside the introducer sheath. There was no visible damage to the introducer sheath. Conclusions: evaluation of the first ruby coil revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is retracted with force against resistance, it is likely that damage such as this may occur. Evaluation of the second ruby coil revealed that the introducer sheath friction lock was advanced past the pusher assembly mid-joint. If the friction lock is forced past the mid-joint, resistance will be experienced when attempting to advance the coil out of the introducer sheath. The kinks observed in the pusher assembly were likely incidental and occurred from improperly packaging the device for return. These devices are 100% functionally test and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01106.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully delivered six ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). However, while advancing two new ruby coils through their orange sheaths, the physician met resistance and removed the ruby coils from the patient. One of the ruby coils (lot #f64903) was unable to resheath back into its orange sheath and was not used. The other ruby coil (lot #f64720) unintentionally detached inside its orange sheath and was not used. The procedure was successfully completed after delivering a total of thirteen ruby coils into the aneurysm. There was no report of an adverse effect to the patient.